Event description:
It was reported that an egm revealed that the device was oversensing crosstalk and triggering non-sustained oversensing. The patient had not reported any symptoms. Programming changes were made. Device remains implanted.